Event description:
The first incident involved a non-delivery of neosynephrine. The neosynephrine was programmed to administer and the pump showed that the infusion was in progress, but it was not infusing to the patient. The problem was identified in the drip chamber of the IV tubing. The IV tubing was changed. The second incident involved a bag of neosynephrine infusing into the patient despite the pump module being off. The nursing staff quickly intervened to stabilize the patient. The drug was being administered as a primary infusion.